Event description:
It has been reported to philips that the c-arm would not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not move. During troubleshooting, the fse found that the arch brake and handle keys got stuck. The fse replaced the handle and the brake buttons. After replacement of handle and the brake buttons, the system was returned to use in good working order. The codes were updated based on the investigation outcome.